Event description:
Patient presented to the physician with purulent discharge and pain at the chest incision site, and the area was hot to the touch. Upon examination of the chest incision site, infection was evident, and sutures were observed protruding through the skin. Physician prescribed keflex. Three days later, the physician brought the patient into the operating room and removed the entire inspire system.